Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the setting level of the epg automatically changed. The output level and rate were different from the initial setting. The atrial and ventricular output were set at 10 ma, but it was changed to a maximum output. It was unable to determine the initial set rate. The epg was replaced with a backup epg. Epg inspection was requested and the device was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional and current testing with no anomalies found. Visual inspection found a crack in the upper casing. The main printed circuit board (pcb) was prophylactically replaced. (B)(4).